Event description:
It was reported that the patient's right ventricular (rv) lead was attempted but not used because of cardiac perforation. Another rv was implanted following a successful pericardiocentesis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was body tissue/fibrotic growth on the distal electrode and the helix was bent. Visual analysis indicated the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.